Event description:
It was reported, the patient had a urinary tract infection and burning with urination. It was noted, the patient was prescribed bactrim for three days. It was further noted, the patient was advised to increase water intake, drink cranberry juice, avoid douching, avoid baths, avoid caffeine, and to clean area front to back. It was reported, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v464758, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(6).